Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the vacuum hose, vacuum hose connector and the 5000 preventative maintenance kit. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient a leak test failed and an autofill failure occurred on a cs300 intra-aortic balloon pump (iabp). The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.